Event description:
The complainant reported that at the end of a diagnostic angiogram procedure a lab staff member was sprayed in the eye with contrast material when detaching the contrast injection line. The staff member was tested for blood borne pathogens and results were negative. No pt harm or injury was reported.

Manufacturer narrative:
Eval conclusions: the suspect device is not being returned to merit for eval however the customer has returned several sealed remaining units. An investigation is ongoing and a follow-up report will be submitted when add'l info is available.